Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results, conclusion: endoleak. Lack of information, unknown cause of event.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm in diameter fusiform abdominal aortic aneurysm with an infra-renal angle of 20 degrees. Proximal aorta was 25 mm in diameter and 35 mm in length. Distal aorta was 25 mm in diameter. Right iliac artery was 26 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 11 mm in diameter. The right and left iliac arteries were moderately tortuous. It was reported that two years post index procedure the aneurysm was 57mm in diameter. There was a type ii endoleak noted. The patient was hospitalized and treated with coiling; however this was not successful. The investigator assessment states that the event was related to the study device and the study procedure. Five months later aneurysm was 65 mm in diameter and there was a type ii endoleak that was corrected with coiling. Four months after that the aneurysm was 76 mm in diameter and there was a type ii endoleak that was corrected with coiling. Currently, the aneurysm was 74 mm in diameter. An image taken clearly states that no endoleak was detected. A review of cta images three years post-implant shows little change in the stent graft in-vivo configuration from earlier study. There is continued thrombus seen within the distal contra limb. No clinical sequelae were reported and the patient is fine. A review of cta images 2-1/2 years post-implant show that the bifurcate is positioned just below the renal arteries. The proximal neck and distal aorta are calcified. The ipsilateral limb is positioned into the left iliac; there is approximately 2cm of distal seal length. The bell-bottom contra limb is positioned within the right iliac artery; there is significant thrombus (21mm diameter lumen) seen within the 28mm distal portion of the contralateral limb. The max aaa diameter is approximately 7.5cm. No coils could be seen, and no endoleak could be confirmed. Diagnostic angiogram study shows thrombus within the distal end of the right/contra limb; no obvious endoleak is observed. Review of cta images 3 years post-implant shows little change in stent graft in-vivo configuration from earlier study. There is continued thrombus seen within the distal contra limb (17mm diameter lumen). No endoleak could be confirmed. Coiling was seen within a (possible) branch of the left internal iliac artery. The cause of the noted limb thrombus could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Method: (film review). Results: inherent risk of procedure (stent graft occlusion); (cause of the noted limb thrombus could not be determined). Conclusion: known inherent risk of procedure (stent graft occlusion); (cause of the noted limb thrombus could not be determined).

Event description:
A review of cta¿s from 4 years post-implant showed that the bifurcate was positioned just below the renal arteries. The ipsilateral limb appears to have pulled out of the left common iliac, and there is currently a distal type I endoleak. The distal stent graft od is 17-18mm, and the diameter at the origin of the left iliac artery is 24mm, and it is calcified. The contra limb is positioned within the right common iliac; however, there is minimal stent graft sealing to the vessel, with a possible distal type I endoleak. The distal stent graft diameter is 28x29mm and the iliac artery diameter at this location is approximately 32mm. The max aaa diameter is approximately 8.6cm. There is also a possible type ii endoleak. There is significant thrombus seen within the distal contra limb; 20mm flow lumen diameter. There is no thrombus /occlusion distal to the stent graft. The cause of the distal type I endoleak was likely due to disease progression; bilateral vessel dilatation. The cause of the limb thrombus could not be determined. Review of angiogram images from an intervention revealed that the right/contra limb was extended with an endurant limb, implanted proximally from the gate and landing within the right external iliac artery. On the left side, the ipsilateral limb was extended approximately 6cm; landing within the left common iliac artery. Both distal type I endoleaks appeared to have resolved.

Event description:
It was reported that there was an endoleak unknown noted, the endoleak was left uncorrected. No additional information has been obtained.

Event description:
A cta revealed bilateral distal type I endoleaks. The aneurysm was 86 mm in diameter. The physician elected to implant iliac extension devices bilaterally. The endoleak resolved. Investigator assessment states that the event was related to the study device and study procedure. No additional clinical sequelae were reported and the patient is fine.